Event description:
Additional information received reported that the patient had not slept for a week due to the pump vibration. The reporter listened with a stethoscope and she heard nothing. The patient had lost some weight. It was noted that the vibration and the noise drove the patient ¿absolutely insane.¿

Event description:
It was reported that the patient felt vibration over his entire body, and the patient could "hear" the vibration. The vibration was not localized to the pump. The vibration was only felt at night for about one hour in duration. The patient was on flex dosing, but the vibration did not seem to correlate to the 5 minute bolus the patient was receiving. The vibration began in (B)(6) 2012. It was noted that the patient was not having any therapy adverse events, but the vibrating was waking him at night. It was later reported that the patient was feeling vibration "near the pump", and heard a "ticking" sound as well. It was then noted that the vibration and sound increased during the flex bolus times. The pump event logs did not show any issues, and there were no volume discrepancies at refills. The patient felt a "humming sensation through his body." It was later reported that the patient pump was replaced due to "a bearing went out or something." It was "vibrating" and "making a noise inside" the patient. It was noted that the pump was still working, and the patient did not go through any withdrawal. The device system was used to deliver morphine, fentanyl, and bupivacaine (marcaine).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# n17294000,3 serial#, implanted: 2008 (B)(6), explanted: product type catheter; product ID 8596sc, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type: catheter. (B)(4).

Event description:
It was reported, it was prophylactic removal of pump to avoid in-vivo battery depletion; elective replacement indicator (eri). It was also indicated the pump was replaced due to it making a "grinding noise" that was audible to the hcp. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly. No anomalies noted in pump logs. During analysis, an attempt was made to duplicate the reported event of vibration and ticking sound by programming the pump to the exact patient flex dose for a week, however it could not be duplicated. Drugs found during analysis were bupivicaine, fentanyl, and morphine.